Event description:
On (B)(6) 2017 e1, e2 (for, con): information was received from a consumer with an implantable neurostimulator (ins). It was reported that the device was not working properly. No patient complication was associated with the event.